Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at distal yaw pulley. The conductor wire was broken at the grip-crimp location. The grip-crimp still installed in the clevis. The instrument failed the electrical continuity test. Signs of thermal damage were observed inside the grip-crimp location. Additionally, there were scratch marks/abrasions on bipolar yaw pulley, on the edges. The instrument was also found to have a frayed grip cable at the distal idler pulley and the cable strands stuck out at the wrist. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.053¿ - 0.247 in length and were not aligned with the tube axis. There was a broken chassis. The broken piece was not returned, measuring roughly 0.083¿ x 0.538¿ in size. The complaint regarding broken energy cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken energy cable issue, an investigation is in progress. The fenestrated bipolar forceps instrument has been requested to be returned for failure analysis testing, but the product has not yet been received.

Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to have a broken energy cable. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information and clarification about the event, but no further details were available.